Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision reported by sales rep, right, reason for revision - patient dissatisfaction. 46mm asr (B)(4). Update rec'd (B)(6) 2014- litigation papers received. Litigation papers allege pain, stiffness, discomfort, weakness and excessive metal ion levels. Invoice was located. The existing MDR decision has been reversed and the acetabular cup and femoral head have been reported. The complaint was updated on: (B)(6) 2014. Update rec¿d (B)(6) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The stem is being added to the complaint. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: (B)(6) 2014.